Event description:
Coil unraveled inside the mc. This patient was undergoing coil embolization within the anterior communicating artery (a com. A) aneurysm. The microcatheter was positioned and the first coil was placed successfully. During advancing the 2nd coil, the physician felt very tight resistance between the coil and microcatheter and could not advance any more. He tried to withdraw the delivery system but the coil was noted broken in the microcatheter. Finally, he removed the microcatheter and coil as a unit from the patient's vessel. Another microcatheter and coil was used to complete the procedure. There was no adverse effect to the patient. The samples will be returned for evaluation. Addendum: there was tortuosity within the vessel. While advancing the coil into the mc resistance felt at the distal shaft. The coil unraveled inside the mc. The coil was not repositioned and was not deployed, it was still in mc when unraveled. The coil and mc were removed as a unit from the patient vessel. Continuous flush was maintained within the mc. There was no resistance between the gw and the mc when accessing the target site. Another mc and coil was used to complete the procedure. There was no adverse effect to this female patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR report #1058196-2008-00142.